Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that noise was noted on the atrial and ventricular leads. The patient is asymptomatic. Chest x-rays were taken and show good lead placement. The leads remain in place. No patient complications have been reported as a result of this event.